Manufacturer narrative:
Controls were run every 8 hours. Controls were run before and after the event. On (B)(4) 2008, the field service engineer (fse) found and repaired pinched tubing that was preventing stabilyse from entering the mixing chamber. Root cause of this event was attributed to insufficient stabilyse in the mixing chamber due to pinched tubing. The failure of the operator to recognize and take corrective action in response to the quality control failure contributed to the event. Per product labeling: "failure to recover control values within your lab's expected limits or the presence of unexplained shifts or trends in either mode of analysis should be investigated. If control problems in either mode cannot be resolved, call your beckman coulter representative." This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported erroneous differential results were obtained for 11 pts while using the coulter lh 500 hematology analyzer. Prior to obtaining the erroneous results, quality control was performed and unacceptable results were obtained for lymphocytes and monocytes when using the coulter 5c cell control. Corrective action was not taken. Erroneous results were reported out of the laboratory. Physicians were notified. Corrected reports were issued on (B)(6) 2008. No reports of death or serious injury, and no affect to pt treatment as a result of this event.